Event description:
It was reported that this pacemaker system exhibited high, out-of-range right ventricular (rv) pacing impedance measurements of greater than 3,000 ohms., a lead safety switch (lss) was also declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, there was a stored signal artifact monitoring (sam) episode on the right ventricular (rv) lead due to oversensing the minute ventilation (mv) signal. Technical services suspects the mv oversensing was due to electromagnetic interference (emi) and recommended to find out if the patient had a procedure and to evaluate in the clinic. At this time, the device and rv lead remains in service. No adverse patient effects were reported.